Manufacturer narrative:
A review of device history record, documentation, quality control, manufacturing instructions, and specification was conducted during the investigation. The product will not be returned for the investigation. If the device becomes available complaint will be reopened and investigation will be performed at that time. Review of production and quality documentation did not observe any specific issues with current controls that may have contributed to this incident. Review of device history record did not observe any non-conformances that may have contributed to this incident. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent an ureteroscopic procedure. The attending physician indicated that the ngage nitinol stone extractor had malfunctioned. The physician stated that the basket would not open and close properly and it was discovered that the wire broke but did not detach from the basket. There were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient experience any adverse effects due to this occurrence. No further information was provided.